Event description:
Customer reports strip expiration date of 11/08/2008 while using comfort curve test strips. Agent reports manufacturer's inventory system shows expiration date of 11/30/2006. Batch record confirmed expiration date as 11/30/2008. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.